Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the analysis results of the subject device alone were insufficient to determine the root cause, and the cause could not be fully identified. Based on past investigation results, the reported event is inferred to have occurred through the following mechanism: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip tissue pad peeled off. There were no reports of patient harm.